Manufacturer narrative:
Other relevant devices are: etlw1616c93ej , s/n: (B)(4); use by date: 08-jul-2016; (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 37x38mm abdominal aortic aneurysm. It was reported that the patient returned for follow up approximately 3 years post the index procedure. The CT reported that the aneurysm diameter had increased to 42x44mm.the physician decided to follow up with the patient and approximately one month later an angiography and 4d-CT were performed. An endoleak could not be detected by the angiography, however the 4d-CT scan revealed a type iiib endoleak. The physician was not concerned at this time with the increase in aneurysm diameter and has planned to monitor the patient. As per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.